Manufacturer narrative:
The biomedical engineer replaced the lcd and ui assembly to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details.

Event description:
The customer reported that the display is black. The customer reported there was no patient involvement.